Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/16/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification showed a half of a lens with the haptics was returned. Evidence of viscoelastic residues was detected on it. The condition observed and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal process¿. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed none additional complaint received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 20.0 diopter intraocular lens (iol) was implanted and then removed during the same procedure. Reportedly, there was a vitrectomy performed and a different type of lens was inserted. No additional information was provided.

Manufacturer narrative:
Additional information: additional information received reported the explant was performed due to patient anatomy and not a product issue. Also, it is not aware if an incision enlargement was performed, including any uses of sutures. Also, the event occurred during the same-day the lens was initially implanted. The patient is doing well post-operatively and the lens was replaced with an anterior chamber lens. No additional information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.